Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. The bin file was downloaded and passed. A review of the downloaded share log was performed and a sensor failure was not found within the investigation window. The allegation was not confirmed and a probable cause could not be determined. However, signal loss greater than one hour was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse due to closing the mobile app. The reported event of a sensor failure is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.